Manufacturer narrative:
Technical services reviewed the device data and confirmed the high, out-of-range shock impedance on the distal coil. Therapy may be compromised and further evaluation is needed. The actual measurement is 270 ohms, so the circuit is not completely open. The impedance value between the device can and the ra coil was normal at 54 ohms. The issue could be related to a poor connection with the df-1 terminal pin and the device header, or a problem in the lead along the path of the rv distal coil. This model is an integrated bipolar lead and there is a portion of the rv distal coil that is shared between the high voltage and low voltage functions. It was noted the left ventricular (lv) lead pacing impedance was also high, out-of-range at greater than 3,000 ohms in the vector that includes the rv coil in the pathway. The rv pacing impedance is normal at 800 ohms. Invasive evaluation of the lead was recommended, to visually confirm the terminal pins are fully inserted into the header and the setscrew is properly tightened. Also, to visualize the df-1 legs of the lead and the yoke area to ensure there is no damage. Technical services provided detailed steps for using the pacing system analyzer (psa) to manually test the impedance of the conductor pathways, and for connecting the leads to the device in various configurations to thoroughly test the lead. The device and lead remain implanted, pending the outcome of troubleshooting. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a device upgrade procedure, the chronic right ventricular (rv) defibrillation lead had normal shock impedance measurements with the explanted device. The left ventricular (lv) lead was implanted and connected to the new cardiac resynchronization therapy defibrillator (crt-d). Then the shock impedance measurement was high, out-of-range at greater than 200 ohms. The rv lead was tested where the ra coil measurement was 55 ohms but the rv coil was greater than 200 ohms. The df-1 pin was reconnected twice but this did not resolve the issue. The physician elected to close the pocket and kept the chronic lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The field representative reported the physician understands the recommendations of technical services, but for this patient the physician will not proceed with an invasive intervention. The device and lead remain in service. No adverse patient effects were reported.